Manufacturer narrative:
One (1) photo was shared by the customer, where a tube separation from the outlet filter is observed, is not clear if the tube was pulled or torn. One (1) used. List #011-cl4162 connected to one (1) used, 0.9% sodium chloride 100ml bag. As received the tube was compressed and separated from the outlet filter. The tube was observed through ultraviolet light (uv), not enough presence of solvent coverage was observed. The complaint of leaks can be confirmed based on the returned physical sample and the photos. The probable cause was due to insufficient solvent applied in the tube during the manual assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 4/22/2024.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that an ext set w/chemolock¿, chemolock port¿, generated a leak of pembrolizumab (in the bag) during patient infusion. The following issue was reported by the customer: ¿once connected, the nurse realized that the bag was dripping. Important leak at the filter level (preparation made by the pharmacy), drop by drop flow. Disconnection of a part of the filter. Clinical consequence noted: immunotherapy product leaks on the tubing and on the floor. No consequences for the patient. Personal protective equipment was worn by the nurse. The entire product was returned to the pharmacy and the pharmacy prepared it again. There was a financial loss of 9.928¿.¿ the leak occurred immediately after connecting the bag to the pump. Nothing was infused to the patient because the filter detached during the connection. No physical default on the device before use. No tears, no cuts, and no holes in the device. There was no patient harm reported.